Event description:
Two patients tested on the suspect device and inr results were:pt. 1->8 versus lab inr of 2 - 8.0 versus lab inr of 5.6. Controls reported as in range. No treatment alleged. Patient's were sent to the hospital for lab.